Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify insulin alarm due to button keypad anomaly. Pump was monitored and no scrolling number display anomaly, alarm anomaly or vibration anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and case dented.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming watchdog timeout alarm and the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.